Event description:
Follow-up information received from the clinic disclosed that the patient was seen and was not experiencing any events. The clinic confirmed therewere no performance issues with the device.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that the patient felt light headed and dizzy after a visit to the chiropractor's office where a vibrating device was used. Follow-up attempts for additional information from the clinic are in progress. No information has been received at this point. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead: (B)(6) 2010. 4196 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.